Manufacturer narrative:
(B)(4). The complaint sample was not returned to for investigation. It is necessary to have the physical device sample involved in the complaint, in order to perform a proper investigation to confirm any alleged defect and determine at root cause. The complaint cannot be confirmed. The root cause cannot be determined. No corrective/preventative actions will be assigned.

Event description:
Customer complaint alleges that the device is reported to not be holding a charge. Alleged defect was detected prior to use, during pre-testing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. It was also noticed that the 18 month warranty of the device had expired. The battery cartridge was connected to a matched charging unit. There was no light displayed once connected , which is an indication of a significant electrical/power supply/ electrical circuit disruption. No charging light of any "mode" is an implication that the unit will not charge. In addition, the led will not illuminate when engaged. The instructions for use (IFU) states the following regarding charging modes: "a red light at the bottom of the unit indicates that the battery is charging". "A green light indicates that charging is complete and the rusch truled is ready for use". "A flashing red light indicates a faulty device." The complaint has been confirmed. The unit's assigned warranty period of 18 months has expired which is an indication that the unit/cartridge and the electro-mechanical sub-components that make it up have been used beyond useful life. Therefore, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that the device is reported to not be holding a charge. Alleged defect was detected prior to use, during pre-testing. There was no reported patient involvement.